Event description:
Procedure: roux-en-y reportedly, while using the device on the greater omentum, active blade broke and the broken tip fell into the cavity. Retrieved it immediately. Used another device.